Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the preparation, guide would not hold the column while inserting dilator. Guide was replaced and continued the procedure. All steps were performed as per IFU. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.